Manufacturer narrative:
(B)(4). Date sent: 2/5/2016 added additional information. Batch #(B)(4). The device was returned with the upper jaw detached not returned and the I-blade upper tip was broken lifted. No small item was received as described by the costumer. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the top jaw of the device broke off. The device was not in the patient when the jaw broke off. The broken piece was saved. Another like device was used to complete the procedure. There were no adverse consequences for the patient.